Event description:
Pt reported experiencing elevated blood glucose of 500 mg/dl. She indicated that she discovered a gap of air in the infusion set tubing. Pt administered a bolus to compensate for the elevated blood glucose. She administered a bolus, but when finished she believed the device would suck air back into the infusion set. Pt stated that she believed this was caused by a bad piston rod. She admitted the piston rod was at least one year old. The piston rod is to be changed once a year. Pt reported that she discarded the piston rod and was unable to return it for evaluation. She indicated that she would switch to injection therapy until she received a new piston rod. She did not report any symptoms associated with the elevated blood glucose. No medical assistance was required.

Manufacturer narrative:
Product not returned for evaluation.